Manufacturer narrative:
It is unknown if the device is available for evaluation. It has been requested. The investigation is pending.

Event description:
The event occurred on an unspecified date involving an unknown plum device. As per report the device powered down. The event occurred during patient transport. There was patient involvement, unknown harm/adverse event reported and unknown delay of therapy.

Manufacturer narrative:
Since the device was not returned to the service hub for assessment, we were unable to replicate or verify the reported issue. A 12-month service could not be performed because no serial number was provided. D9 - device available for evaluation: no.